Manufacturer narrative:
The ventilator was evaluated by ventec where the reported issue it being unable to maintain peep (positive end expiratory pressure) and having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure), and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.